Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube (j-tube) was being used to administer medication for advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the jejunal tube migrated several cm at the level of the connector outside the patient. The nurse was able to put the tube back in place. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.